Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they received their new controller but did not know how to adjust the settings. They mentioned that ¿not working with the program that's in there" which was confirmed to mean was a continuation of their return of symptoms. With assistance, the patient was able to connect the programmer to the ins and increase the stimulation from 1.8 volts to 2.5 volts where they started to feel it. They increased to 2.8 volts where the patient indicated that it was strong but comfortable. It was recommended that they monitor their symptoms and to adjust the stimulation as necessary. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. B3: event date is approximate (month and year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the same information as previously reported, with the additional information that the urologist they were referred to did not know anything about the implant and had said they would get a manufacturer representative. This urologist referred the patient to a urogynecologist they had not seen yet. They again mentioned therapy was not working, and wondered if the ins battery could have depleted based on age of implant. They believed they used high settings. Physician listings were sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that the patient programmer would not power up. They have replaced the batteries however that did not resolve issue. Furthermore, they reported that their back had been hurting at the implant site. The patient also stated that their right leg hurts from the hip down to the foot. They patient programmer was not powering on so they could not read the device. On (B)(6) 2019, patient called back providing shipping address for a patient programmer replacement. They then reported that they were not voiding like they should. They have order some catheters to get themselves by until they can be seen. Patient was traveling and wouldn't have insurance for 60 days. No further complications were reported.